Event description:
The customer reported that the unit was unexpectedly shutting down.

Manufacturer narrative:
The customer reported that the unit was unexpectedly shutting down. The unit was evaluated at philips, and the reported failure was verified. Replacing the internal memory card resolved this issue.